Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had a pc unit with fluid ingress "with damage to the keypad." The biomed also replaced the pc unit faceplate. This was reported to bd associate during the site visit. There was patient involvement but no harm.